Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visible battery compartment crack and a damaged battery cap that could not be properly attached, consistent with the pt's report. Reboots were observed in the pump history which are also consistent with the pt's report. The pump user guide instructs that the battery cap must be replaced a minimum of once a year. There is no evidence that the battery cap was replaced by the user. Evaluation also revealed a damaged force sensor which rendered the pump inoperable as it could no longer be primed. However, the pump history indicated that the pump was utilized by the pt prior to the return.

Event description:
The pt was hospitalized for coma and elevated blood glucose levels. The pt reported that prior to the hospitalization the battery cap of the pump was damaged and could not be properly secured to the device; therefore, she attached the cap with tape and continued to use the pump.